Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported issue of a "chirping" noise could not be confirmed or reproduced during investigation testing. The driver passed all incoming functional test requirements and performed as intended throughout an additional 48 hour observation run without any unusual noises. There was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported a random "chirping" sound emanating from the freedom driver while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver made an unusual sound, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce 3764 initial

Event description:
The customer, a syncardia certified hospital, reported a random "chirping" sound emanating from the freedom driver while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.